Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an vats thymectomy procedure that the device would not form clips. Experienced multiple miss-fires with some of the clips forming in a p shape. Another device was not needed to complete the procedure. There were no adverse consequences for the patient.